Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 125 ohms. The cause of the impedance issue is unknown as nothing was detected via fluoroscopy. The lead was surgically abandoned and replaced with a new rv lead. No additional adverse patient effects were reported.